Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, oversensing, and short ventricular intervals due to fracture. The lead was programmed off and was subsequently capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.